Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported passing out six times and experienced lower than normal blood pressure and heart rates. The patient requested to have their device checked and boston scientific technical services (ts) reffered them to their physician. The device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this patient's pacemaker was checked following the patient's report of passing out and experiencing lower than normal blood pressure and heart rates. The device check was normal and had no findings. No adverse patient effects were reported.